Event description:
It was reported via repair work order that there was inadequate brake force due to worn brake rings and worn brake cams. All four casters were worn, contributing to the inadequate brake force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.